Manufacturer narrative:
The date of event was changed from (B)(6) 2021 to (B)(6) 2021. B5:the date of the procedure was changed from (B)(6) 2021 to (B)(6) 2021. Reported event is confirmed. One 60-6085-201a returned opened in unoriginal packaging. The lot number of the device was not verified. A visual inspection found the vcare was returned with the handle taken apart and the tubing inside was cracked and broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of six (6) complaints for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2021 during a total laparoscopic hysterectomy procedure and the customer has ¿used this device for nearly 10 years and have only had 2 break - until last week. Last week I had two break in two days. In both cases, while manipulating the uterus I felt something snap in the handle which rendered it useless as it just spun around the shaft. We were able to finish the case without replacing it because I was able to use it by holding on to the metal shaft.¿ it is unclear from the information in the customer complaint form (ccf) if an alternate vcare was used. The ccf states the procedure needed to be stopped so new product could be placed and we were able to finish the case without replacing it. There was a 30 minute delay. There was no report of impact or injury to the patient. The 2nd incident mentioned will be captured in another complaint. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2021 during an unknown procedure and the customer has ¿used this device for nearly 10 years and have only had 2 break - until last week. Last week I had two break in two days. In both cases, while manipulating the uterus I felt something snap in the handle which rendered it useless as it just spun around the shaft. We were able to finish the case without replacing it because I was able to use it by holding on to the metal shaft.¿ it is unclear from the information in the customer complaint form (ccf) if an alternate vcare was used. The ccf states the procedure needed to be stopped so new product could be placed and we were able to finish the case without replacing it. There was a 30 minute delay. There was no report of impact or injury to the patient. Further assessment has been sent, but to date no clarification has been received. The 2nd incident mentioned will be captured in another complaint. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.